Event description:
During pre use testing, the generator kept saying the device needed to be tightened. This step was repeated several times. The cord was removed and reinserted several times, the generator was turned off and back on but the disposable handpiece connectivity failed. This delayed proceeding with the procedure while all the trouble shooting took place. We ultimately got a second ethicon harmonic har36.